Event description:
It was reported that prior to a percutaneous transluminal angioplasty, stent damage occurred. The target lesion was located in the left superficial femoral artery (sfa). Vascular access was gained contralaterally via the right femoral artery. The lesion was pre-dilated with a 4.0mmx8.0cm wanda pta balloon. The 6.0x201mm innova stent was positioned over the lesion and started deployment with the thumb wheel, the physician noted that the thumb wheel did not work as smoothly as normal and needed more force to make the wheel rotate. After deploying approx. 3cm of the stent, the physician noted a sound coming from the handle as if something broke, after this sound she was unable to deploy the stent with the thumbwheel. Deployment was attempted with the pull rack, but was unsuccessful. The whole system was pulled back to attempt to deploy the remainder of the stent, however the stent stretched and did not deploy. The handle was opened and the catheter shaft was pulled and the stent was deployed. The deployed stent was 2-3cm longer than the intended sized due to the deployment difficulty. The implanted stent was post-dilated with the 4.0x8.0cm wanda pta balloon with good result. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - e stent was not returned for analysis, which is consistent with the reported information. There was blood on the inside of the housings. The device was received with the handle open. There was damage to the teeth on the thumbwheel, likely attributable to continuous rotation of the thumbwheel. The outer sheath was compressed 16-18cm from the outer sheath attachment. The guidewire was protruding 45.5cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .034", which is consistent with a .035" guidewire. Functional testing could not be performed due to the returned condition of the device. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that prior to a percutaneous transluminal angioplasty, stent damage occurred. The target lesion was located in the left superficial femoral artery (sfa). Vascular access was gained contralaterally via the right femoral artery. The lesion was pre-dilated with a 4.0mmx8.0cm wanda pta balloon. The 6.0x201mm innova stent was positioned over the lesion and started deployment with the thumb wheel, the physician noted that the thumb wheel did not work as smoothly as normal and needed more force to make the wheel rotate. After deploying approx. 3cm of the stent, the physician noted a sound coming from the handle as if something broke, after this sound she was unable to deploy the stent with the thumbwheel. Deployment was attempted with the pull rack, but was unsuccessful. The whole system was pulled back to attempt to deploy the remainder of the stent, however, the stent stretched and did not deploy. The handle was opened and the catheter shaft was pulled and the stent was deployed. The deployed stent was 2-3cm longer than the intended sized due to the deployment difficulty. The implanted stent was post-dilated with the 4.0x8.0cm wanda pta balloon with good result. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).